Manufacturer narrative:
Results: the penumbra smart coil's (smart coil) embolization coil was intact with the pusher assembly and was extensively knotted. Conclusions: evaluation of the returned device revealed the embolization coil was extensively knotted. The knots could not be un-knotted during functional testing and, therefore, the smart coil could not be tested for advancement through the introducer sheath. The knots that formed in the embolization coil were likely incidental and may have occurred during packaging for return to penumbra. The non-penumbra microcatheter mentioned in the complaint was not returned for evaluation. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the left transverse sinus using penumbra smart coils (smart coils). During the procedure, the physician placed three non-penumbra coils and two smart coil in the target vessel using a non-penumbra microcatheter. The physician then felt resistance while attempting to advance a new smart coil out of its introducer sheath, and therefore the smart coil was removed. The procedure was completed using another smart coil, other coils and the same microcatheter. There was no report of an adverse effect to the patient.